Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The returned lead was severed 60 millimeters from the terminal pin; both segments were received. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region. This type of damage would have contributed to the clinical observations that were reported on this lead.

Event description:
Boston scientific received information that during a normal patient follow up, there was some intermittent undersensing noted on this right ventricular (rv) lead due to low r-wave amplitudes. In addition, there was a nonsustained ventricular tachycardia (nsvt) episode recorded to oversensing. Boston scientific technical services (ts) was contacted and a consultant provided additional troubleshooting to determine the best course of action with this patient. At a later date, the rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.